Event description:
On 06/08: customer reports via phone, approximately one month ago, 47 year old male having a CT chest with contrast. Optiray 320 prefilled syringes loaded into the injector. IV access with a 22ga angiocath in right hand. Syringe connected to IV site with a covidien low pressure tubing ((B)(4)). Injection protocol of 3.5ml/sec for 75ml volume. Injection started, technologist noted infiltration and injection stopped. Unknown amount of contrast infiltration. Patient arrived in ER, next day, with swollen right hand. Patient transferred to larger facility in (B)(6). Customer has no further information to provide.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.